Event description:
A report was received that during a routine follow-up, the bsc sales representative discovered one of the patient's leads showed high impedances. The physician performed a lead revision and decided to replace both of the leads. The patient is reportedly doing well following the procedure.

Event description:
A report was received that during a routine follow-up, the bsc sales representative discovered one of the patient's leads showed high impedances. The physician performed a lead revision and decided to replace both of the leads. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 serial#:(B)(4) model description: nh st ld kit.

Manufacturer narrative:
Visual inspection of the explanted lead (s/n (B)(4) & s/n (B)(4)) revealed the lead was cut approximately 12 inches from the proximal end and could not be tested electrically. X-ray inspection showed all cables were severed at this point. The rupture of the cables appear to be the result of fatigue/mechanical stress at the suture site. It is unknown what additional movement/trauma acted on the cables to pull them apart. This is likely the lead that was not being used to stimulate, and reported to have open contacts. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure.